Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium, and when inserting the viewflex catheter into the sheath, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was identified. The only products inserted directly into the hemostasis valve were the included dilator and viewflex catheter. No additional venipuncture was performed due to sheath replacement. No resistance was noted when inserting the dilator. The dilator was inserted into the sheath and used according to the instructions.